Event description:
This pt was enrolled on the (B)(4) trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) female who presented with a ruptured aneurysm on the basilar tip of the basilar artery. The pt was coiled on (B)(6) 2013 and on (B)(6) 2014, the pt was admitted to the hospital for a uti. While admitted she had started having seizures. It was found that she had worsening hydrocephalus due to a blockage in her vp shunt. The blocked shunt was discharged and a new shunt was placed. The pt showed mark neurological improvement with no further seizure activity. The pt showed marked neurological improvement with no further seizure activity. She was discharged home in stable condition. She is maintained on anti-seizure medical for prophylaxis. Seizure was reported as a serious adverse event because it resulted in a medical or surgical intervention to prevent further permanent impairment to body structure or body function.